Manufacturer narrative:
In lieu of a reported lot number, a shipping history report (shr) was generated for item number (h965750121) in order to ascertain the last three lots shipped to the reporting hospital in the six months prior to the procedure date. The device history records for the three lots obtained through the shr were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical (B)(4) 2013 complaint report was reviewed for the product family of bioflo PICC and the failure mode "patient injury - dvt." No adverse trends identified in the dfu. As no sample is being returned, a device evaluation is not possible and the root cause of the reported event unable to be determined. Potential factors which may have contributed to dvt formation include: mid-line catheter length, possible endothelial damage due to multiple PICC placement attempts, and elevated platelets. ((B)(4))

Event description:
As reported, on (B)(6) 2014, a navilyst medical bioflo PICC was placed in the patient: after 2 failed attempts, the catheter was converted to mid-line. A dvt was discovered on (B)(6) 2014 and the catheter was removed. The patient was noted to have elevated platelets. The used catheter was discarded by the hospital.